Manufacturer narrative:
Philips service recommended replacing the host pc; no fix was implemented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot, and the host pc was suspected defective on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.